Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy ev300 ventilator failed an active exhalation verification during pretest. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, the failure was confirmed. The engineer replaced the proportional and 3-way solenoid valve to resolve the issue. The device passed all testing. The original 3 way solenoid valve and proportional valve were sent to the philips investigation lab (pil) for further evaluation. Pil was unable to confirm a failure of either valve. Pil concluded that the solenoid and proportional valves work as designed. The evaluation results and conclusion code grids have been updated to reflect this new information.

Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed an active exhalation verification during pretest. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, the failure was confirmed. The engineer replaced the proportional and 3-way solenoid valve to resolve the issue. The device passed all testing. No further investigation is required.